Manufacturer narrative:
Additional information was received that the patient was experiencing loss of stimulation due to lead fracture. No further course of action will be taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fractured lead. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted that it was only the competitor's leads were fractured. The patient was doing well post-operatively.

Event description:
A report was received that the patient had a fractured lead. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-9004-35, serial #: (B)(4), description: precision connector m1, 35 cm.

Event description:
A report was received that the patient had a fractured lead. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had a fractured lead. The patient will undergo a revision procedure.